Manufacturer narrative:
Approximate age of device - 3 years, 6 months the device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was presented with 4 pump stoppages and 9 low speed operations while the patient¿s lvad device was connected to the power module. The issue with the percutaneous lead (driveline) was suspected. The x-rays were unremarkable. On (B)(6) 2018, the manufacturer¿s technical services performed a distal end percutaneous lead (driveline) replacement. Approximately, 4 inches from the exit site were replaced. After the patient was placed back on the grounded patient cable, the driveline fault alarms and altered lvad parameters were reported. The patient was determined to be not a candidate for a pump exchange due to a non-compliance, but was doing well on an ungrounded patient cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Although the reported events were confirmed through evaluation of the submitted log files, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. However, the driveline was not entirely returned. Log file analysis showed low speed events and pump stops occurring on (B)(6) 2018. These events occurred while the patient was connected to the power module and corresponded to alarms for low speed and low flow hazard, as well as driveline disconnected. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Technical services personnel arrived onsite on (B)(6) 2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 19.75". Visual examination revealed rescue tape had been applied to a majority of the outer silicone jacket beginning approximately 2" from the controller connector. However, no tears to the outer jacket was identified upon removal of the tape. No damage to the bionate layer was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding was worn throughout the length of the driveline. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.